Event description:
It was reported that during meniscus suture procedure, the t2 implant of two (2) units of the fast-fix 360 curved were not deployed. The surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported devices were received for evaluation. A visual evaluation showed the two devices were returned in one original box with the batch number of the complaint on the label. The t1, t2, and suture were not returned for either device. The actuator is stuck at the tip of both devices. Both devices are severely bent bio debris is present on both. A functional evaluation showed the both the actuators will not cycle and remains stuck at the tip of the needle. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.